Event description:
It was reported that one day post implant, the right ventricular lead had low sensing. The lead was repositioned, but the sensing remained low. Later, the lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism and sleevehead and there was tissue on the helix.